Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) delivered a shock. It was not determined, if this was appropriate. No changes have been performed. This device remains in service. No further adverse patient effects were reported.